Manufacturer narrative:
Previously reported on pr 2709605 with MDR# 3030677-2022-05271. The device was not returned for investigation. If/when it is returned, device investigation will take place on pr 2709605 with MDR# 3030677-2022-05271.

Event description:
It has been reported that the device is failing self-test.